Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and fatigue, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 the 3.5x38 xience xpedition stent was implanted in the 95% stenosis in the distal right coronary artery. On (B)(6) 2015, the patient was admitted to the hospital with chest pain, perspiration and feeling feeble. The symptoms lasted 10 minutes and were relieved after taking glycerin trinitrate. Medications such as lipitor, metoprolol, hyzaar, and amlodipine were administered. On (B)(6) 2015, the patient was discharged from hospital. The relationship between the study stent and this event is unknown. No additional information.